Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet system with an inset infusion set, with continuous readings at 362 mg/dl and device alerts for prolonged glucose above 300 mg/dl; troubleshooting identified a bent cannula after the user had replaced insulin and cartridges without changing the site or tubing, and guided site and supply replacement were completed with subsequent steady glucose decline. Symptoms included dizziness and fatigue. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no assistance required. Investigation included troubleshooting and user education. Investigation of this case revealed a likely infusion set/site issue with a bent cannula impeding insulin delivery, consistent with device-use related infusion failure. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with infusion site cannula occlusion or displacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.